Manufacturer narrative:
Production records have been analyzed. There were no discoveries upon conducting the production analysis for lot et41794 that might indicate malfunction. No leakage or air inflow from the piston seal or cannula were found at the time of production. A trend analysis for lot et41794 has been conducted. There were no other complaints reported to mhc indicating users were experiencing product malfunction for lot et41794. No malfunction detected, cause could not be established as to why end-users were experiencing air in the syringe when drawing insulin. Production records attached.

Event description:
Distributor reported that end-users were experiencing issues where "bubbles stay in the syringe".